Event description:
It was reported that during attempted implant of two different left ventricular (lv) leads there was diaphragmatic pacing at the big posterior/lateral branch distal end and very large branch proximal. Therefore the lv leads were not used and were replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. (B)(4) the full lead was returned, analyzed and no anomalies were found.